Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was pulled from the archives for testing of the bypass capacitors.